Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restarted/rebooted itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling and full functionality stress testing with a known good ECG cable and multifunction cable on a simulator without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The multifunction cable receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. A replacement multifunction cable was sent with the device. Analysis for reports of this type has not identified an increase in trend.